Event description:
Additional information was received. The manufacturer representative (rep) reported that they were unsure when the issue started as they were unsure when patient came into clinic and hadn¿t used device for a very long time. Nothing abnormal had happened. The current implantable neurostimulator is a replacement of previous one. The same pocket was used. Rep was unsure if patient was able to use the icon programmer successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that unable to communicate with device. Patient's handset wouldn't turn on so they were not able to use patient's handset, however they had another handset but was unable to communicate with the patients implant device. Manufacturer representative (rep) used an n'vision and it communicated with the patient's battery. Rep stated that also checked that the communicator was paired to the handset prior to attempting to communicate. They went into another room to see if anything may have been interfering but still couldn't communicate using the handset picking up patient's program of 1 at 0.3. Healthcare professional has ordered x-rays. Rep stated they could feel implant and did not feel like it had moved. Additional information was received. The manufacturer representative (rep) reported they have suggested that the patient have an x-ray to check lead & battery position. The patient hasn¿t lost any weight since having the implant. Cause not determined, unknown contributing factors.

Manufacturer narrative:
G2: country australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that xray looked exactly the same from the implant and no change in lead position. Manufacturer representative (rep) saw the patient on (B)(6) 2024, tried to reconnect new communicator and was unable to do so. Rep unpaired and repaired but was still not able to connect. It would not pick up new communicator. They interrogated with n'vision and it was able to interrogate. Rep had a colleague also look at communicating with the battery and wasn¿t able to connect the communicator. Rep have now given the patient an icon programmer as symptoms have been returning and patient needs to be able to change programs. Rep stated that the doctor said if battery wasn¿t communicating, that they should look at changing battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported they saw the patient outside of the general prac titioner's office and was able to communicate with a new handset and all was working fine.